Event description:
It was reported that during a percutaneous coronary intervention, a stent damaged occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). Following pre dilatation with a 2.5mm non-bsc balloon catheter, a 3.50mm x 24mm promus element stent delivery system (sds) was advanced however, failed to cross the lesion. Additional dilation was done with the same 2.5mm non-bsc balloon catheter and buddy wire technique was performed, but the sds failed to cross again. After another dilation with a 3.0mm non-bsc balloon catheter was made, a 4fr non bsc guide catheter was inserted to support advancing however, the issue was not resolved. Upon removal of the device, the proximal edge of the stent came into contact with the tip of guide catheter. During inspection outside the patient¿s body, it was noted that the proximal edge of the stent was deformed. The procedure was completed with several dilation using a .3.0mm non-bsc balloon catheter and implant of a 3.5mm x 22mm non bsc stent. No patient complications reported and the patient condition was good.

Manufacturer narrative:
Age at the time of event:18 years or older. Device is a combination product. (B)(4).. Device evaluated by MFR. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).